Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at unknown atms on the initial inflation. The maverick2 monorail balloon was being used to post-dilate an s670 stent. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in an unspecified coronary artery. The lesion was predilated with an unknown device. After the physician placed the s670 stent, the maverick2 monorail 20/2.0 mm balloon was loaded into the stent, but ruptured when inflated. The maverick2 monorail 20/2.0 mm balloon was removed and replaced with a maverick2 monorail 15/2.0 mm balloon, but this balloon also ruptured at unknown atms on the initial inflation. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. It is noted that slight resistance was met when inserting both of the balloon catheters through the stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'. (Same case as manufacturer's report # 6000089-2004-00223).